Event description:
It was reported that this right ventricular (rv) lead was revised due to an increase in the pacing threshold. Upon technical services (ts) review of the device data it was noted that the lead also shows an increase in the pace/sense impedance overtime, exhibiting in range measurements. Ts indicated this could be related to a change in the electrode-tissue interface. The pacing threshold was noted to be out of normal range. In addition, the implantable cardioverter defibrillator (ICD) was explanted during the same surgical intervention due to physician discretion related to the short projected longevity of nine months. Reportedly, the rv lead was not completely explanted, therefore, only the proximal part of the lead is expected to be returned for analysis. The rv lead and ICD system was successfully replaced. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was revised due to an increase in the pacing threshold. Upon technical services (ts) review of the device data it was noted that the lead also shows an increase in the pace/sense impedance overtime, exhibiting in range measurements. Ts indicated this could be related to a change in the electrode-tissue interface. The pacing threshold was noted to be out of normal range. In addition, the implantable cardioverter defibrillator (ICD) was explanted during the same surgical intervention due to physician discretion related to the short projected longevity of nine months. Reportedly, the rv lead was not completely explanted, therefore, only the proximal part of the lead is expected to be returned for analysis. The rv lead and ICD system was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 151mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than induced damage from normal use. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture threshold and pacing impedance high within normal limits.